Event description:
On (B)(6) 2024, a patient complained of tooth pain and visited the dental clinic. After examination, acute pulpitis was diagnosed, and root canal treatment was recommended to the patient. Following the enlargement and cleaning of the root canal, the canal was being negotiated with a file when the file broke inside the canal. As the broken part could not be removed, it was not possible to continue the root canal treatment. The patient was experiencing pain and inflammation, so the decision was made to extract the tooth.